Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4).   If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "press-fit condylar design total knee arthroplasty". Literature article "press-fit condylar design total knee arthroplasty" (2007) by david j. Rodricks, md, shantanu patil, md, pamela pulido, bsn, and clifford w. Colwell jr., md published by the journal of bone and joint surgery doi:10.2106/jbjs.e.00492 was reviewed. The article purpose: to present the fourteen to seventeen-year results for the authors' patients who underwent tka using the pfc knee implant. The article reports: the study included 160 consecutive total knee arthroplasties with the press-fit condylar cruciate-retaining device in 134 patients between 1986 and 1989. The rate of revision of the tibial insert because of wear-related aseptic loosening was 2.5%. The authors found no relationship between revision and the shelf life or method of sterilization of the polyethylene insert. Radiolucent lines were present in twenty-one of thirty-four knees (all were asymptomatic); all radiolucent lines were nonprogressive. None of the implants were loose according to the criteria of the knee society. None of the sixty-three knees had severe pain, six had moderate continuous or moderate occasional pain, and four had mild or occasional pain during walking and stair climbing; the other fifty-three knees either had no pain or had only occasional pain. The authors conclude that this study supports earlier reports of this implant as a durable prosthesis with excellent long-term survival. Competitor cement was used in all patients. Patellar resurfacing was conducted routinely. Quantities are not well described within the article, therefore quantities for adverse events will not be reported. The authors report that, throughout the years, they switched to and from the metal backed patella component. Depuy products involved: pfc. Complications: surgical intervention (11), infection (1), patella dislocation (2), patella fracture (due to trauma) (1), aseptic loosening (3), medical device implant removal (11), implant wear (4), pain (10).